Event description:
It was reported that the patient had lost ¿quite a bit of weight¿; about 40 pounds in about a month and a half. It was thought that the battery had moved. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37751, product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).